Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture which resulted in eight seconds of asystole. The patient presented with dizziness and possibly other symptoms which were unclear due to the patient's alzheimer's disease. The lead was found to have dislodged and a revision procedure was performed. The lead was successfully repositioned. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.